Event description:
Two (2) wallflex biliary stents were unable to be implanted because the stents adhered to the inserter upon attempted removal of the inserter. (1) 10 mm x 60 mm and (1) 10 mm x 80 mm. Pre-procedure diagnosis: obstructive jaundice post-procedure diagnosis: biliary stricture, dilated cbd procedure: endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy and stent placement. FDA safety report ID# (B)(4).